Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary with a saline mentor smooth round moderate plus profile 350cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 7573081 (l) and a mentor memorygel breast implant 275cc, catalog number 3507275mc, serial number (B)(4), lot number 7604684 (r) on (B)(6) 2018.

Manufacturer narrative:
Additional information received on (B)(6) 2018 indicated the patient experienced bilateral ptosis, the initial procedure was indicated to be a breast augmentation primary, and the deflation occurred on the right side. The breast implant for the left side was found to be intact. This report is for the ride side. Manufacturer¿s reference number: (B)(4).